Event description:
It was reported that the pressurewire x, wireless device calibrated successfully. The device was to be used in an unspecified lesion. However, there was an attempt to equalize the curves and equalization failed. The transmitter status light was flashing yellow. The device was used past expiration. The device was removed and another pressurewire x, wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- use after expiration. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and results of the complaint investigation there is no indication that the reported communication or transmission problem is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, it is possible that damage caused by mechanical/external force contributed to the reported issue, or a system failure occurred; however, without having the device to examine, this could not be confirmed. B5 - describe event or problem: updated d4 - lot # updated from 20406g1 to 31002g1 d4 - expiration date corrected d4 - primary UDI number corrected d9 - device returning status updated from yes to no h4 - device mfg date corrected h6 - medical device problem code 2017 was removed.

Event description:
Subsequent to the initial emdr report, the following information was provided: the device was not used past expiration.